Event description:
It was reported that the right atrial (ra) lead exhibited oversensing on episodes. It was further reported that the ra lead exhibited unstable impedance. The ra lead remains in use. No patient complications have been reported as a result of this event. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).